Event description:
It was reported the customer's sensor was missing an electrode when it was removed from the customer's body. The customer also stated their sensor was not reading. Customer's blood glucose was 4.3 mmol/l. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found bent and retracted inside of the sensor base. It could not be confirmed that the customer received the sensor in this condition as it was returned opened and used.